Manufacturer narrative:
H2, h3, h6: the returned mvs power board was analyzed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000336, serial/lot #: (B)(4); product ID: bi71000181, serial/lot #: (B)(4).the manufacturer representative went to the site to test the imaging system. The power switch board was damaged. They replaced the power switch and verified system functions as intended. The switch assembly was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The on/off switch assembly passed bench test, continuity test passed. It responded to its open and closed state as expected. It was installed into a known functional system. The system on/off switch functioned as intended, no functional problem found. Visual inspection shows dented/ scraped front plate on switch. Physically damaged switch. The pcba was returned to the manufacture for evaluation and is under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they had to press the blue power button on the mobile view station (mvs) very specifically to get it to power on. Once the mvs is unplugged it powers off instantly.